Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the bd sedi-40 the machine burned down. The following information was provided by the initial reporter. The customer stated: ¿the machine burned down (smoke and a burning smell appeared)¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-12. H.6. Investigation summary: instrument sedi 40 17-42014 was returned to the manufacturer for service with respect to the reported defect ¿ burning smell. The instrument was evaluated by visual examination and functional testing and it was found that bushings were worn and the power pcb was faulty. All worn bushings and the power pcb were replaced. After repair the instrument passed all further quality checks.

Event description:
It was reported when using the bd sedi-40 the machine burned down. The following information was provided by the initial reporter. The customer stated: ¿the machine burned down (smoke and a burning smell appeared).¿